Manufacturer narrative:
The complaint notification associated with this device described that one bolt in the knee joint is missing and another bolt is loose. The user fell, no serious injuries were sustained as a result of the fall and no medical treatment was required. The evaluation of this specific device was conducted at manufacturer's after sales service center on june 21st, 2017. After evaluation we can confirm that one bolt in the upper posterior section of the knee joint was lost. Due to further usage of the device frame, linkage and bushings of the device are damaged. An exact reason for the loosening of the bolt could not be determined. Additional data/details of the fall were requested to determine the reason for the failure. Until now the customer did not respond. No injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one bolt in the knee joint is missing and one is loose. The patient fell. No injury occurred due to this failure, medical attention was not required.